Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer states the pump does not vibrate anymore. The customer blood glucose at the time of incident is 9.7 mmol/l. The customer was assisted with trouble shooting. The self-test shows pump does not vibrate anymore. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, there was no vibrate during the self test due to corrosion on the vibrator harness assembly. Device was received with corroded battery tube. (B)(4).